Manufacturer narrative:
The removed interface pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be a current leakage path found between pins 25 and 23 on a pcb mounted jack connector, designator j31. Pin 23 did not have enough voltage to power the on/off switching.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. This was found during the morning check of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.